Event description:
The customer reported concerns relating to the image quality of a scan. She stated the sagittal slices did not effectively show the bony margins of the sinuses. In explaining the severity of this issue, she mentioned the surgeon had compromised the posterior margin of the sinus and had created a csf leak.

Manufacturer narrative:
(B) (4). There is no known issue with the system and this appears to be a typical complication from this type of procedure. While the scan was done per navigation protocol (and reviewed by a clinical navigation specialist after the reported event), during the course of the procedure, a piece of bone was removed inside the sinus cavity and resulted in a csf leak. Pt was treated for this complication and released with no further ill-effects. The surgeon followed up with the pt over a 4 day period and reported no ill-effects from the csf leak.